Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, rewind test and displacement accuracy test. Pump passed the delivery accuracy test. Pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No under delivery bolus anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high as 427 mg/dl. The customer¿s current blood glucose value is 481 mg/dl. The customer has treated high blood glucose with the syringe. The customer was neither in emergency room nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The insulin pump will be returned for analysis.